Event description:
Per mermaid medical complaint (case #: (B)(4)) nature of complaint: the needles is not able to capture samples, the samples is slipping out of the end of the needle. The trocar could pass through the distal end of the needle with the lock closed. Trocar can pass through both ends of the needle with the lock closed.

Manufacturer narrative:
The devices were evaluated, and it was found that all 3 devices functioned accordingly. Pictures attached explain.